Manufacturer narrative:
(B)(4). The device associated with the reported event was not returned for examination. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The reference guide is broken.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
\ Conclusion and justification status for MDR: examination of the submitted reference guide confirmed one of the two post/spikes is disassembled from the body. A search of the complaint database found additional reports of pin/spike disassembly. Previous investigations found the product was manufactured per specifications. The root cause is attributed to design. Based on the instrument being manufactured to drawing specifications, the need for corrective action at the supplier/manufacturer is not indicated. In addition, there have been zero reports of patient adverse events related to product code 200420920. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.